Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, and stress testing without duplicating the report. Review of the device activity log does not support the customer report or have any associated faults. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.